Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had the implantable neurostimulator (ins) removed ¿sometime before¿ (B)(6) 2012 in order to have complete back surgery (B)(6) 2012. The caller stated that they needed to take the ins out in order to do the surgery. The caller stated that the patient had some ¿other issues.¿ the caller stated that the surgery ¿fixed the symptoms.¿ the caller reported a loss of therapeutic effect. It caller further noted that the patient did not get any relief from it (the ins). Additional information received reported that the therapy never worked well for the patient. It was noted that the ins was not working well for the patient. It was noted that the device was not replaced. Additional information was requested but was not available at the date of this report.